Manufacturer narrative:
A ge service representative performed an investigation. Investigation identified that the ups may have an issue. Advised the facility that they should replace the ups. The facility has declined additional service, at this time. If additional information is reported, it will be reported as required.

Event description:
It was reported that the etrak 2500p system shut down in the middle of a case. Rebooted system and completed the case. There was no report of patient injury.